Manufacturer narrative:
Investigation in process, but not yet complete.

Event description:
It was reported that, "metal piece that is connected to one of the guides fell off. It is no longer able to cut, the pliers don't come together properly." Additional information received from sales rep on 01/28, indicates that the tip of the pliers broke off.